Manufacturer narrative:
(B)(4).

Event description:
The patient reported they had experienced a loss or change of therapy; symptoms had returned. The patient lost her patient programmer and called to use her lost/stolen replacement. The patient also called hcp (healthcare provider) today but did not get a call back yet. Symptoms reported were: urinary symptoms. This was considered a sudden change in therapy/symptoms. Event date: (B)(6) 2015. Symptoms returned 5-6 days ago. Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.